Manufacturer narrative:
It was reported that a patient was revised due dislocation of the femoral head and disassociation of the metal inlay from the pe part of a metasul insert. Three photographs of ap x-rays displayed on a screen were received. The quality of the photographs was very poor. The x-rays dated (B)(6) 2015 showed a dislocation of the head as well as a dislocation of the metasul inlay whereby the latter seemed to be still within the cup. Further, there was osteolysis in the proximal femur reaching at least on the lateral side until half of the stem length. The x-ray dated (B)(6) 2015 was taken after the revision. As the cup was not changed, an attempt was made to estimate its inclination which was approx. 59°. Because there was no x-ray follow-up at hand it was unknown if the cup was implanted in this position or changed it directly afterwards e.g. Due to insufficient primary stability. According to the surgical technique the cup should be angled between 40 and 45° inclination. Literature suggests an inclination of 45°± 10° as "safe" range for low dislocation rate. We received handwritten operation reports. Not all the handwriting was readable, it was tried to summarize the main points. Implantation report dated (B)(6) 2009: due to osteoarthritis a right total hip replacement was performed. A modified hardinge approach was used and a capsulotomy performed. On the femoral head degenerative changes were identified. An allofit shell with a metasul alpha insert and a metasul head combined with an alloclassic sl stem were implanted. After reduction of the head into the acetabulum a satisfactory range of motion and stability were achieved. Revision report dated (B)(6) 2015: after incision of the old scar an extensive cystic infiltration process involving abductors, capsule and lateral femur with extreme metallic discoloration with respect to metal allergy process was found. The lateral proximal femur was curetted. The stem appeared stable. The head was removed; the disassociated metal and poly parts of the liner were identified and removed. The shell was stable. A 36 cocr head and a polyethylene liner were placed. The repair of the abductor was not possible due to the extensive cystic process. Devices analysis: there was nothing to report about the pole plug of the shell. The metasul inlay was separated from the polyethylene liner. The latter still showed the original contour on its inside. The original steps are partially deformed on one side. In the cylindrical portion of the inside indentations indicating a 45° pattern in two opposing directions could be seen. On the opposite side of this pattern the polyethylene was polished and there was a horizontal crack and the material was slightly pushed / stretched outwards. In this area of the liner's rim there was a delamination underneath which black, probably metal particles could get stored. Looking from the top the rim was partially blistered in this area. Inspecting the rest of the rim from the inside as well as from the top whitish areas indicating subsurface cracks were recognizable. On top of the rim there was a scratch in the form of a checkmark. On the anchoring side of the liner there was a pattern consisting of polished lands and slight grooves with an exception of one deep 1 to 2 mm wide groove. The latter was located at the position where the antirotational spikes of the shell were normally indented in the polyethylene. The polar pin also showed fine grooves in its cylindrical portion. A polished, circumferential band could be seen on the surface of the distal rim. At one position there was damage at the most distal portion of the distal rim probably deriving from the removal of the insert. On almost the entire anchoring side backside changes were visible and there were only few areas where the original machining marks remained. On the articulation side of the metasul inlay the bevel was covered by smeared metal detectable by careful inspection with the naked eye on at least one third of the circumference. The color of the smeared metal does not seem to differentiate from that of the inlay. In this area directly above the bevel pits forming arrow shaped formations were visible to the naked eye. All around the articulation surface a matt light gray ring of approximately 5 mm in width was visible. Closer inspection of the articulation side with the low power microscope revealed that this ring consists of micropits. Further, as already seen by the naked eye directly above the bevel there was a band of arrow shaped formations all around the diameter of the inlay. When holding the anchoring side of the inlay under a certain angle, polished appearing lines on the stairs became obvious. On the articulation surface of the metasul head a well-defined borderline between loaded and unloaded area was visible and palpable. In the middle of the loaded area an elliptical shaped main wear zone consisting of dense parallel scratches could be seen. Additionally, there was a small light gray zone within the loaded area. On the entire articulation surface small fine scratches were visible. The articulation surface was inspected under the microscope (nikon epiphot) at 200-times magnification with differential interference contrast (dic). The elliptical shaped main wear zone was characterized by coarse dense parallel scratches and smeared metal with possible break-outs. The small gray zone seemed to be a smear as well. As already visible to the naked eye the borderline between loaded and unloaded area was well identifiable. Close to the borderline in the equator region an area with micropits was recognizable. In the pole area elliptical shaped indentations were visible. This was a sign typical for dislocation. Further, there were fine scratches in the loaded area. There were also many scratches in the unloaded area and zones presenting the original surface state with slightly protruding carbides could hardly be found. There was nothing to report about the head taper. The wear zone on the metasul head was visible and partially palpable. The wear zone was partially spread out below the equator. Based on the appearance of the articulation surface of the metasul inlay it could be assumed that the wear zone had probably a ring form. Due to the limitation of the method presuming a loaded and an unloaded half and the fact that only areas up to approx. 80° could be included a wear measurement was not performed. However, due to the situation in vivo it could be assumed that at least the wear value for the head was increased. Root cause analysis: the hip prosthesis was revised after approximately 6 years in vivo due to a dislocation associated with a dislocation of the metasul inlay in the polyethylene liner. Based on the appearance of the retrievals and the information at hand the following sequence of events could be assumed. It was assumed that due to its appearance the metasul alpha insert was properly seated in the allofit shell. However, at least from one point in time the insert was able to rotate within the shell indicated by the pattern on the anchoring side of the insert. The deep 1 to 2 mm wide groove derived from the antirotational spikes of the shell removing material during rotation of the insert. Due to this movement it also came to backside changes including polishing and obliteration of machining marks. Further, as a result of the insert movement the matt light gray ring of micropits could develop as the location of the loaded area changed continuously. The inside of the polyethylene liner indicated that at one point in time the metasul inlay was in a tilted position, but it did not seem that the inlay rotated. Even if the quality of the provided x-rays was not sufficient to determine the inclination angle it seemed that the inclination of the cup was rather steep. Therefore, it was assumed that this favored a rimloading position which was supported by the appearance of the articulation surface of the head showing an elliptical shaped main wear zone consisting of dense parallel scratches and smeared metal. Then, it came to a subluxation of the head leading to the smeared metal found on the bevel of the metasul inlay. In this position the head probably articulated partially against the polyethylene liner polishing and pushing / stretching the material slightly outwards. Finally, the head could dislocate from the cup as evident by the provided x-ray dated 21.07.2015. The polyethylene liner presented signs of material oxidation in the form of layer delamination and subsurface cracks. Whether this had an influence on the sequence of events remained unknown. Signs of impingement could neither be found on the insert and the x-ray (e.g. Groove in stem neck) nor were mentioned in the surgical notes of the revision surgery. Therefore, it stayed unknown if beside the suboptimal position of the cup resulting in its abnormal loading there were other factors, e.g. Patient factors, contributing to the sequence of events. The described sequence of events led to metal wear, probably increased, as well as additional polyethylene wear, most likely resulting in metallosis and osteolysis in the proximal femur. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive explanted devices for review. One x-ray and one picture were received an will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown metasul liner (exact catalogue number unknown) on an unknown date and that the liner was revised on (B)(6) 2015 due to a breakage.

Manufacturer narrative:
Additional information was received on august 19, 2015 and was added to the case. The manufacturer received the device for investigation on august 25, 2015. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Investigation ongoing.

Event description:
It has now been reported that the patient was implanted an alpha insert me neutral ii/32 on (B)(6) 2009 on the right side. It was reported: "failure of metasul liner out of poly shell. Dislocation / metallosis after several months bony osteolysis. Catastrophic outcome. Revision." The patient underwent a revision surgery on (B)(6) 2015 due to breakage, dislocation, osteolysis, pain.